Event description:
It was reported by the customer's daughter that the customer was hospitalized on (B)(6) 2015 with a blood glucose level of 900 mg/dl. Customer stated that when they got to the hospital, the pump was removed. Customer had symptoms of vomiting, nausea, thirst, and diarrhea. Customer also had diabetic ketoacidosis. Customer was not wearing the pump at the time of the hospitalization. Customer was off the pump for 2 days prior to the hospitalization. Customer had a no delivery alarm while priming the pump. Customer's daughter was able to push insulin through the tubing through troubleshooting. Customer's daughter called back later and the pump passed the high pressure test. Pump was working as designed. Customer was advised to change the entire set, reservoir, and insulin. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.